Manufacturer narrative:
One device was received for evaluation. Visual and functional testing noted a defective downstream occlusion sensor, defective motor, and a defective remote dose connector. The downstream occlusion sensor, and motor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery cover was missing and the display only showed half of the text. There was no patient involvement. Device evaluation noted a defective downstream occlusion sensor.